Event description:
It was reported that the physician was querying on why the anti-tachycardia pacing (atp) was delivered on this implantable cardioverter defibrillator (ICD). The presenting electrogram (egm) showed there were out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) lead. Technical services (ts) stated that the patient was to be seen at the clinic and the boston scientific representative stated that the data will be retrieved and reviewed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem, h6 impact codes and h6 device codes.

Event description:
It was reported that the physician was querying on why the anti-tachycardia pacing (atp) was delivered on this implantable cardioverter defibrillator (ICD). The presenting electrogram (egm) showed there were out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) lead. Technical services (ts) stated that the patient was to be seen at the clinic and the boston scientific representative stated that the data will be retrieved and reviewed. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the anti-tachycardia pacing (atp) delivered was appropriate.